Event description:
Alleged the bed has no functions due to signs of fluid on the power supply board.

Manufacturer narrative:
The facility's maintenance replaced the power supply board to repair the bed.